Event description:
It was reported that an external pulse generator did not capture. The biomedical engineer tested the device and all functions passed and the device is operating as designed. The device was put back into service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).